Event description:
Based on additional information received on 06-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction was added). Additionally, the report previously considered as non-valid became valid (an additional event of device malfunction was added). This case is cross referenced with case: (B)(6) (cluster). This unsolicited case from united states was received on 06-dec-2017 from a nurse. This case concerns an adult patient of unknown gender who received treatment with synvisc one and later after unknown latency had adverse events (ae's), reaction were bad (unevaluable event); also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency the patient had adverse events (aes), reactions that were so bad (unevaluable event) that doctor had ordered additional testing. It was reported that doctor might also be ordering mris this week. The patient was doing poorly. Action taken: unknown. Corrective treatment: not reported for had ae's, reaction were bad outcome: unknown for both. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 06-dec-2017. Case report was updated from non-valid to valid. An additional serious event of device malfunction was added with details. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced unspecified reaction. A temporal relationship can be established with the product administration. In addition the concerned lot number has been identified to have malfunction by the company and hence, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction was added). Additionally, the report previously considered as non-valid became valid (an additional event of device malfunction was added). This case is cross referenced with case: (B)(4) (cluster) and (B)(4) (same patient). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns an adult patient of unknown gender who received treatment with synvisc one and same day later had little bit of swelling, aspirated it/ trace of effusion in right knee, right knee pain, stiffness and 01 month later had trouble bearing weight on right knee and trouble with some episodes of catching, locking and giving out; also, device malfunction was identified for the reported lot number. Medical history included kidney trouble, shoulder injury, rotator cuff tendinitis, neck problems, shoulder pain and numbness. Patient denied tobacco use (quit in 2014) and had moderate alcohol use. Family history was positive for stroke, heart troubles and diabetes. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose: unknown) once in right knee for lateral compartment osteoarthritis (batch/lot number: 7rsl021; expiry date: unknown). The same day, the patient reported increase swelling, pain and stiffness after his right knee injection. It had improved since yesterday ((B)(6) 2017), however he did not feel he could work his overtime on (B)(6) 2017 (that day) and requested an off work slip for that day only, which was provided for him. On (B)(6) 2017, bilateral lower extremities were neurovascularly intact throughout, right knee did have quite a large effusion and was tender over the lateral joint line. On (B)(6) 2017, the patient still had right knee effusion since undergoing a synvisc one injection. The patient was advised to take it easy, then resume activities as tolerated. Work restrictions were less than 20 pounds. No lifting or squatting. On 18-dec-2017, patient had continued right knee pain with mechanical symptoms. On (B)(6) 2017, mr right knee without contrast was performed which revealed no evidence of an antra-articular body or meniscal tear, findings of patellar tendon-lateral femoral condyle friction syndrome with a shallow central fissure and a flattened patellar tendon and elevated tibial tuberosity -trochlear groove which can predispose to patellar maltracking and demonstration of chondromalacia patella, not significantly changed. On an unknown date, patient had had adverse events (aes), reactions that were so bad (unevaluable event) that doctor had ordered additional testing. It was reported that doctor might also be ordering mris this week. The patient was doing poorly. On unknown dates in dec-2017, 01 month after first dose of synvisc one, the patient had trouble with some episodes of catching, locking and giving out and trouble bearing weight on right knee. On 02-jan-2018, patient was alert and oriented and in no acute distress, bilateral lower extremities had no skin lesions or edema and were neurovascularly intact throughout, both knees had full extension and flex to 130, there was no effusion bilaterally and was nontender throughout and ligamentously stable. On (B)(6) 2018, bilateral shoulder active forward flexion was 100 on the right, 175 on the left. Internal rotation behind the back t10 on the right, t7 on the left. He had a mildly positive apprehension and relocation on the right, negative on the left. Most recent MRI of the right shoulder showed anterior labrum tear, possible posterior labrum tear, partial rotator cuff tear. On (B)(6) 2018, bilateral knees had full extension and flex to 120, were ligamentously stable, had no effusion bilaterally and patient had continued right knee pain. On (B)(6) 2018, the patient had examination under anesthesia of bilateral shoulders, diagnostic arthroscopy of right shoulder, posterior labral repair, capsular plication using iconix 1 anchor x3 and subacromial decompression with acromioplasty. Corrective treatment: not reported for trouble bearing weight on right knee and trouble with some episodes of catching, locking and giving out; steroid for rest all events except device malfunction outcome: unknown for device malfunction, trouble with some episodes of catching, locking and giving out and trouble bearing weight on right knee; recovering for rest all the events seriousness criteria: required intervention for little bit of swelling, aspirated it/ trace of effusion in right knee, right knee pain, stiffness and device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50960. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on (B)(6) 2017. Case report was updated from non-valid to valid. An additional serious event of device malfunction was added with details. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Follow up information was received on 05-jan-2018. Global ptc number was added. Text was amended accordingly additional information was received on 20-mar-2018. Related case ID was added. Additional events of little bit of swelling, aspirated it/ trace of effusion in right knee, right knee pain, stiffness, trouble bearing weight on right knee and trouble with some episodes of catching, locking and giving out were added. Suspect product therapy regimen was updated. Medical history was added. Previous events were deleted. Action taken was updated from unknown to not applicable. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 20-mar-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced had knee locking, swelling, pain and effusion. A temporal relationship can be established with the product administration. In addition the concerned lot number has been identified to have malfunction by the company and hence, the causal relationship of the events to the products cannot be excluded.